Event description:
The devices were returned to (B)(6) without paperwork. Reference reports: mw5149345, mw5149347. Disclaimer statement: this report reflects information received by FDA in the form of a notification per 803.22 (b)(2).